Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause of the reported events, as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not conclusively be determined through this evaluation. It was reported that the patient experienced profound vasoplegia intraoperatively. Postoperatively, the patient had extrinsic right ventricle compression by pericardial coagulum requiring admission to the operating room (or). Additionally, the had severe acute kidney injury (aki) requiring continuous renal replacement therapy (crrt), mrsa pneumonia, colonic ileus, heparin-induced thrombocytopenia (hit), prolonged vasodilatory shock, recurrent hypoxic respiratory failure with eventual tracheostomy, cardiac arrest secondary to hypoxia due to acute respiratory distress syndrome (ards) and diffuse alveolar hemorrhage. The patient expired on (B)(6)2021 due to alveolar hemorrhage. The patient¿s death was not device related. The patient expired on (B)(6)2021. No product is available for investigation. The heartmate 3 lvas instructions for use (IFU) lists bleeding, infection, non-central nervous system (cns) thromboembolism, cardiac tamponade, death and multiple types of organ failure and dysfunction (hepatic dysfunction, renal dysfunction, respiratory failure, right heart failure, and heart failure) as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU warns that right heart failure can occur following implant of the pump and can limit the effectiveness of the lvas due to reduced filing of the pump. This document also lists thromboembolism and infection as potential late postimplant complications. Furthermore, the IFU provides the recommended anticoagulation regimen, including the international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the patient experienced profound vasoplegia intraoperatively and posteroperatively: extrinsic right ventricular compression by pericardial coagulum requiring takeback to the operating room, severe acute kidney injury requiring continuous renal replacement therapy, methicillin-resistant staphylococcus aureus pneumonia, colonic ileus, heparin-induced thrombocytopenia (hit), prolonged vasodilatory shock, recurrent hypoxic respiratory failure with eventual tracheotomy, cardiac arrest secondary to hypoxia due to acute respiratory distress syndrome, and diffuse alveolar hemorrhage.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Patient age/date of birth requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome that the patient passed away due to alveolar hemorrhage. Patient had a protracted hospitalization after their pump exchange with multiple adverse events. They were eventually made comfort care and passed away. It was reported that the patient's death was not device or therapy related.